Manufacturer narrative:
This follow up report is being filed due to receipt of additional information and product evaluation. The following sections have been updated: b4, b5, d9, g3, g6, h2, h3, h6 (b) and h11. As received, the specimen consisted of one-1 each pkg-hydro gw stf std s 150-035; returned reloaded into the dispenser assembly, and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented an overall length of 151.13cm and a finished diameter of .03290" to .03350". A gage bushing certified to be .0350" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity till the proximal aspect of skived/cut damage. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. Upon flushing the dispenser hoop with blood-bank saline, the specimen was easily removed and subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presented skived/cut damage to the polymer jacket material, including metallic core wire exposure. The damage was located 23.2cm to 32.5cm from the distal tip. Except where noted, the specimen device appeared visually and dimensionally correct. The customer supplied image presents polymer jacket removal at an unspecified distance from the distal tip, resulting in metallic core wire exposure. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The nature and the extent of the skived/cut damage is representative of applying excessive and/or forceful manipulation to the device while removing it from the dispenser hoop without proper hydration. Please note the guidewire must be fully hydrated prior to removing it from the protective hoop. To activate hydrophilic coating: - before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire. Use of alcohol, antiseptic solutions, or other solvents must be avoided, as they may adversely affect the surface of the wire. Do not wipe the zipwire hydrophilic guidewire with dry gauze. Before inserting the zipwire hydrophilic guidewire through a catheter, fill the catheter with physiological saline solution. As indicated in the directions for use (dfu) precautions: - the surface of the zipwire hydrophilic guidewire is not lubricious unless it is wet. Before taking it out of its holder and inserting it through a catheter, fill the holder and the catheter with sterile physiological saline solution. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that handling factors have contributed to the event as reported. Lake region medical reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
Additional information provided 27 december 2025: 1. Image provided. 2. Did the end-user hydrate the zipwire prior to "unpacking" as instructed in the IFU? It hasn't reached the stage of "hydrate the zipwire". When the package was opened, it was found that the coating peeled off.

Event description:
Event description: per cnf, it was reported that: when the package was intact, it was found that the coating was peeled. The patient condition following procedure was stable. What was the patient condition following procedure? Stable. When was the problem noticed: unpacking. Procedure outcome: completed with another of same device. Event resolved? Yes.

Manufacturer narrative:
At the time of this report, no product has been returned for evaluation; therefore, no physical analysis of the device can be performed. Attempts to gather additional event details have been made; however, to date no additional information has been provided. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. To activate hydrophilic coating: before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire. Use of alcohol, antiseptic solutions, or other solvents must be avoided, as they may adversely affect the surface of the wire. Do not wipe the zipwire hydrophilic guidewire with dry gauze. Before inserting the zipwire hydrophilic guidewire through a catheter, fill the catheter with physiological saline solution. As indicated in the directions for use (dfu) precautions: the surface of the zipwire hydrophilic guidewire is not lubricious unless it is wet. Before taking it out of its holder and inserting it through a catheter, fill the holder and the catheter with sterile physiological saline solution. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that handling factors have contributed to the event as reported. Lake region medical reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. If any further relevant information provided, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.